Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing test was performed and passed. There was no data log available to review. A bin file analysis was performed, and no errors were found. The allegation was not confirmed. The probable cause could not be determined. However, a failed transmitter error was found in connection to the reported allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.